Manufacturer narrative:
(B)(4). Batch # t5dr3y. Device evaluation summary: the analysis results found that the tlc75 device was received with no apparent damage, with no reload present. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The staple line and cut line were complete, and the staples meet the staple form release criteria. Event could not be confirmed as the device performed without any difficulties noted during the functional testing, the device opened and closed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a bowel procedure the device jammed on the second reload and they could not get the device opened. The device was resected out of the patient. It was noted that this portion of the bowel was going to be resected as part of the procedure. A second like device was used to complete the procedure with no patient consequences reported.